Event description:
It was reported that there was t-wave oversensing on the right ventricular lead. Because the patient's left side was occluded, the lead was explanted and replaced on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation had cosmetic environmental stress cracking.